Manufacturer narrative:
Date rec¿d by MFR : 22jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause: the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 10 lpm setting. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 03may2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.